Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is still under investigation. A follow-up report will be provided, as soon as investigation has been completed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6). "Product leakage." "During priming of infusion preparation in the chemotherapeutic room, a liquid leak occurred from the jms infusion set connection. This is the second case at this department, and lot is different from the last time. About 5 same cases have occurred at this facility. The patient has no infection / health hazard to patient: none / sample: available, will be shipped later. / batch: 21h29g8371."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 21h29g8371 and there were no defects encountered during in process and final control inspection. Sample evaluation: received 1 used and contaminated introcan safety 3 pur 22g 0.9x25mm-ap in an opened packaging. Lot number printed on returned peel pack is 21h29g8371 and material# 4251128-03. Visual inspection: visual inspection from the 1 pc returned sample, no damage or dent at catheter luer. Air tightness test: sample was subjected to air tightness test at 300 kpa / 30 sec under water. Result: no leakage observed. Conclusion: no damages and no leakage were observed on the returned sample. Complaint is not confirmed.